Event description:
Meter name: ultra. Strip name: ultra strips. Meter code: 23. Strip code: 23. Strip storage: properly. Symptoms: none. A pt reported they were: no info. Their meter allegedly had no power. The result on their meter was: 142 yesterday. The result on the: none. The time difference between pt's meter and: no comparison. Treatment was: none. No further info has been reported.